Manufacturer narrative:
After a review of the curves for the alleged sample, true amplification of the sars-cov-2 channel can be observed. A product problem was not identified. The discrepancy may be due to the differences in sensitivities as well as detection technologies between the liat and the different tests used to test the sample. Facility name truncated due to character limit: (B)(6) laboratories ltd. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from taiwan alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2. The same sample was retested on different platforms (lab-urbo and cdc) and yielded a negative result for sars-cov-2. The negative results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.